Event description:
Procedure type: sigmoidectomy. According to the reporter: surgeon fired the ta on the rectum, then cutted as usual. As he opened the ta he saw that no staples were deployed. He loaded a new sulu on the same instrument, fired it and this time the staples were deployed. Patient is ok. No extension of op, no blood loss, no extension of incision, no change of op, no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).